Event description:
Fnc (B)(4). Incident occured on (B)(6) 2020 in vietnam - "screw was broken when entering the tunnel a quarter of its length".

Manufacturer narrative:
No incident during manufacturing. Waiting for recovery of the broken screw for expertise. To complete our investigations, we requested additional information: - is there a clinical consequence for the patient? - did the surgeon indicate that the device caused or contributed to serious injury? - did this event occur during an initial or revision surgery? - did the patient retain piece of screw? - how did the device fracture? Please report on the circumstance when the event occurred. - are there any contributing factors related to the event (previous surgery, patient anatomy,...)? - if yes, could you explain please? - was the surgical technique being followed? Any deviations? - what was used to complete the procedure (part and lot information)? - has the surgeon been sensitized / informed following the webinar trainings organized by sbm in 2020? If yes, before or after the date of incident? According with the photo transmitted, the patient retain potentially a piece of the fractured screw / potential mechanical risk: risk of debris coming out of the tunnel into the joint. Very low biological risk: excess resorbable material. Recurrence with the same distributor / actions already implemented: technical sheet with characteristics of ligafix screws was transmitted on 27 may 2020 to the distributor for reminder. Distance training program (impossible travel / covid19) implemented on june 20, in order to readjust the operating techniques and recall the characteristics of products. Creating a form to check if possible, after surgery, the effectiveness of the distance training and whether the steps of the surgical technique have been well followed. First ligafix check list transmitted to distributor on 10 november 2020 for test. Follow up 1 - device evaluation. This batch of screws presents no manufacturing defect, the batch complies with specifications. Injection output data were very stable and the molecular weight was high which is indicative of very good manufacturing conditions. The screw broke in torsion, the tip and first portion of the thread are missing. The pieces remained in the patient. The ø7/8mm screwdriver reaches the bottom of the imprint, the use of a ø9/10/11mm screwdriver can induce this type of breakage because the tip of the screw is not driven and breaks. There was a problem with the tip of the screw not rotating with the rest of the screw, hence the torsional breakage. The use of a screwdriver of the wrong size or a screwdriver insufficiently inserted into the implant may cause this type of breakage, because the tip of the screw slips and breaks, or there is not sufficient space to insert the implant. 1st hypothesis: the ø7/8 screwdriver was not inserted enough into the implant, the tip slipped and broke and caused the screw to break in torsion. 2nd hypothesis: the screwdriver used did not fit the size of the implant, the tip slipped and broke and caused the screw to break in torsion. 3rd hypothesis: tapping was not performed, the tip of the screw got stuck between the graft and the tunnel, broke and caused the screw to break in torsion. There is insufficient information available to determine the root cause of this incident.

Manufacturer narrative:
No incident during manufacturing; waiting for recovery of the broken screw for expertise. According with the photo transmitted, the patient retain potentially a piece of the fractured screw / potential mechanical risk: risk of debris coming out of the tunnel into the joint. Very low biological risk: excess resorbable material recurrence with the same distributor / actions already implemented: technical sheet with characteristics of ligafix screws was transmitted on (B)(6) 2020 to the distributor for reminder. Distance training program (impossible travel / covid19) implemented on (B)(6) 2020, in order to re-adjust the operating techniques and recall the characteristics of products. Creating a form to check if possible, after surgery, the effectiveness of the distance training and whether the steps of the surgical technique have been well followed. First ligafix check list transmitted to distributor on 10 november 2020 for testing. ·

Event description:
(B)(4). Incident occured on (B)(6) 2020 in (B)(6): "screw was broken when entering the tunnel a quarter of its length."